Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Although, it can be presumed, it was due to failure of display board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the findings in b5, the device evaluation also found the following: due to damage on up/down knob, water tightness was lost. Grip had a scratch. The scope cylinder had discoloration. The charged coupled device (ccd) unit was the position of ccd cable limited length for repair. Due to damage on ultrasonic cable, the displayed ultrasound image was defective with missing elements. The acoustic lens had a scratch. Adhesive around the objective lens had wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, ultrasound gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the gap of adhesive on the distal end/stain entered inside the lens through the gap, and there was a gap between the acoustic lens and the ultrasound probe. This report is being submitted for the event found during the evaluation. There was no patient involvement.